Event description:
It was reported that during a pci procedure for instent restenosis, the quantum maverick monorail balloon ruptured at less than rated burst pressure. The number of inflations and to what atms is unk. The lesion being treated was in stent restenosis. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good.'

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.